Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's battery had to be replaced a month after implant because it would not hold a charge. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-08 (con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's battery had to be replaced a month after implant because it would not hold a charge. There were no patient symptoms alleged and no further complications are anticipated. On 2018-03-09 (rep): no new information. On 2018-03-26, (B)(6), (hcp): *****omitted information regarding previous ins replacements. See general text.***** follow-up information was received from the healthcare provider (hcp) reporting that difficulty with recharging was never a reason for the patient's battery replacements in the last 2 years. This conflicts with the patient's report that the ins replacement was due to the ins not holding a charge. As a result, the exact reason for the ins replacement was unknown. No further patient complications have been reported as a result of this event.